Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the patient presented in the hospital for a routine pulse generator changeout. During the pre-operation check, it was discovered that the right atrial lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2018. The patient did not experience any adverse side effects and was stable before, during, and after the procedure.